Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported by the patient as ¿due to a non-baxter peritoneal dialysis catheter infection¿; however, this could not be medically confirmed; therefore, the cause was assessed as unknown. The patient was hospitalized for the event. The patient was treated with intravenous gentamycin (dose, frequency, and duration not reported) for peritonitis. The infected non-baxter pd catheter was removed and the patient had a new one placed. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.